Event description:
Customer reported an elderly male pt experienced skin stripping upon removal of the drape following a 4-5 hour orthopedic procedure. There is no additional information.

Manufacturer narrative:
Event date: this info was not provided, but complaint was enter into 3m (B)(4) system around (B)(4) 2012. This device is only marketed in (B)(6) but the 6040 has the same materials as 6640 that is marketed in the us. No lot number was provided. 3m can not determined expiration date without lot number. (B)(6). Labeling of the product does state the following: "skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes." User error may have contributed to event. 3m was not able to obtain info on how drape was removed.